Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evalaution on-going h3 other text : device not returned.

Event description:
Country of complaint: australia. Needle disconnected from the thread immediately after removing from the packaging.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the needle detached from the thread and the thread not wound on the pack. There are rests of blood in the needle surface and the thread end is damaged. However, without closed samples a proper analysis cannot be done. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.